Event description:
It was reported that patient presented for device checkup. It was noted that right ventricle leadless pacemaker (rvlp) exhibited inadequate capture. The rvlp was programmed to "off" and new transvenous pacemaker was implanted. There were no patient consequences.